Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015. The customer stated that it was not related to the insulin pump but she had the flu and experienced high blood glucose and diabetic ketoacidosis. Blood glucose value is unknown. The customer sated that the dka was caused by not eating due to her being sick.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.